Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: the pump was returned with no visible damage to the keypad cover. Due to internal moisture damage, the keypad buttons could not be tested. The keypad cover was removed and no contamination was found under the keypad cover. There was visible evidence of moisture behind the display screen. The leak test failed due to a display lens leak. The pump powered on to a blank display screen with functioning auditory and vibratory features. The pump was opened and there was evidence of moisture found on internal components of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all of the keypad buttons were under responsive and that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.